Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the controller was hot to the touch and producing smoke. No further details.

Manufacturer narrative:
In the case description, the user mentioned that the controller got hot and began smoking while charging. The user could then no longer turn on the device. Visual inspection of the returned device found damages to the usb-c connector inside the charging port of the returned device. The surface finish of the plastic around the charging port was observed to be different than the surface of the plastic on the rest of the device, indicating an exposure to thermal energy around the charging port. Neither the charging cable nor the charging adapter were returned with the controller for investigation. The controller was returned with the battery depleted. The controller was plugged in using a known good charging cable and charging adapter. The controller registered the charging cable though the charging port was damaged and was able to charge. The controller was able to charge, turn on, and boot up with no issues. No further thermal damage or smoking was observed during charging. The device did not get hot during charging. Android log files were able to be downloaded from the controller. It was noted that the connection between the controller and the computer failed several times while attempting to download the log files, indicating intermittent contact between the usb-c cable and the usb-c connector in the charging port. This can be attributed to the damage inside the charging port. The log files showed no spikes in battery temperatures and no battery temperatures outside of the expected operating range. It could not be conclusively determined if the damage to the charging port contributed to the reported thermal event and failure of the controller to turn on. The exact cause of the reported event could not be determined.